Manufacturer narrative:
H3, h6: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Ronbeck, margrethe; mehndig, anders; taube, mikeala; koivula, annemari and kugelberg, maria. Comparison of glistenings in intraocular lenses with three different materials: 12-year-follow-up. Acta opthalmologica; 2013; 91: 66-70. (B)(4).

Event description:
The author of a literature article reported the incidence of glistenings found in a study that compared three different intraocular lens (iol) materials over twelve years. The pts were randomized to implantation with one of the three iol's: heparin-surface-modified pmma iol, a foldable silicone lens, or a foldable hydrophobic acrylic lens. The 46 pts in this prospective study underwent uncomplicated phacoemulsification from may 1995 to march 1998; one eye of each pt was included. Glistenings developed in all three iol types. Eleven of the 46 eyes were in the pmma iol group, 16 eyes were in the silicone iol group, and 19 eyes were in the hydrophobic acrylic iol group. The median postoperative follow-up time was 146 months (~12 years). The hydrophobic acrylic iol had significantly more lens glistenings than the silicone and the pmma iol's. The iol power did not affect the degree of lens glistenings. According to the author, the current study was not to investigate whether lens glistenings have an effect on postoperative visual function; therefore, no visual adverse effects were reported.